Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers; 3013886523-2022-00211, 3013886523-2022-00212. A facility reported the procedure of the insertion of the pic went without complications. Device work ask expected for 3 hours, then the intracranial pressure went from 6 mmhg to the bottom of the scale. No patient movement or device manipulation occurred. The insertion of the new device was performed changing also the monitor cable, the junction box and the connection cable-device. The device was used in a 47 year-old female patient for monitoring and controlling intracranial pressure in a patient with severe head injury/trauma.

Manufacturer narrative:
The directlink cable was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.